Event description:
(B)(4). After my essure was put in, I started to experience medical issues such as: severe chest pain difficulty breathing fainting spells... Went to an after hours clinic and they diagnosed me with gerd after running an MRI... Start to experience severe allergic reactions... After seeing an allergist and being tested for autoimmune diseases discovered my typeset levels were extremely high. I had to see a hematologist because my iron levels were too low after having a bone marrow biopsy done to test for other diseases which came back negative but shows that I had low iron and no red blood cells in my bone marrow! I have gained excessive weight, hair loss, extreme fatigue, mood swings.